Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. The device was not operating in safety mode at the time of return. Review of memory noted no suspicious faults or resets. Review of diagnostics data noted the device power and voltage measurements were within expected range for device settings. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.